Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious patient harm or injury. The device was returned to a third-party service center of patient harm or injury. During the evaluation, the device was visually inspected and found no evidence of foam degradation. In addition, there were no errors. The service center concludes that the complaint was not confirmed and there was no evidence of sound abatement foam degradation. The device was scrapped.